Event description:
It was reported by service report that the foot end lift motor was all the way up and would not run in the down direction. It is unk if there was pt involvement or if there are adverse consequences to report.